Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was examined and found that the keypad was torn at the contrast button. The down arrow button was observed to be intermittently responding to presses; all other buttons were found to be responding appropriately. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be faded and discolored upon powering on the pump.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting a blood glucose of 32.9 mmol/l with frequent urination, increased thirst, anxiety, and irritability. The reporter indicated that the blood glucose was a result of not being able to bolus correctly related to a keypad response issue. The reporter stated that the keypad buttons required multiple presses to respond. During troubleshooting the reporter noted that there was a small rip in the keypad at the contrast button. The reporter did not provide a specific date of the reported event. This report is made based on the allegation that the patient experienced hyperglycemia related to an alleged keypad response issue.